Event description:
It was further reported that the patient's ventricular assist device (vad) had parameters below normal operating range.

Manufacturer narrative:
Correction: b5 h6: device codes product event summary: the pump and outflow graft were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that seventeen (17) low flow alarms have been logged since (B)(6) 2018 and three (3) high watt alarms were logged on (B)(6) 2018. Parameters returned to normal operating range on (B)(6) 2017. Of note, it was reported by the facility that a kink in the outflow graft was exhibited from an x-ray. A stent was placed in the outflow graft and flows returned to normal thereafter. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on available information, the most likely root cause of the low flows was the reported kink in the outflow graft. Based on risk documentation the most likely root cause for high power event can be attributed to but not limited thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Other devices involved in this event: 1001896065, outflow graft h6: method code(s): FDA 4112, FDA 4114, FDA 3331 h6: results code(s): FDA 213 h6: conclusion code(s): FDA 67 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event of low flow was confirmed via log file analysis which revealed 4 low flow alarms and a decrease in estimated flow on (B)(6) 2017 to parameters below normal operating range. Parameters returned to normal operating range on (B)(6) 2017. Of note, it was reported that a kink in the outflow graft was exhibited from the x-ray. A stent was placed in the outflow graft and flows returned to normal thereafter. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the low flows was the reported kink in the outflow graft. 1001896065 - outflow graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad outflow graft is designed to provide a connection between the outflow of the hvad pump and the anastomosis to the patient's ascending aorta. According to the instructions for use (IFU) the outflow graft package should be examined to ensure that it is unopened and without visible damage. The IFU details the correct procedure for connecting the outflow graft, strain relief and pump together. Excessive tension or force should be avoided as it will damage the polyester fibers and the gelatin impregnation. Of note, the IFU warns that during attachment of the outflow graft to the hvad, the graft clamp should be rotated so that the clamp screw is located on the inner side of the outflow graft to avoid tissue irritation or damage. Users are to gently pull on the outflow graft and strain relief to verify secure placement of the graft clamp to the outflow conduit. After assembly, users are instructed to inspect the outflow raft and strain relief for any kinks or twisting and to re-attach the graft if necessary. According to the IFU, surgical procedures are associated with numerous risks that include, but are not limited to, bleeding. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient went to routine visit on (B)(6) 2017 and some variations in flow (low flow) were detected, worsening of renal function, and increased edema in lower limbs. Patient had a sudden decrease in flow and low flow alarm was activated, physician believes it was due to orthostatic hypotension. Electrocardiogram was done and revealed maximum speed of flow in the outflow graft was increased to 3 m/s (normally 2 m/s), and aortic valve was opening in every beat. Patient was asymptomatic throughout the event. X-ray with contrast showed this was due to a kink in the outflow graft, 1 cm from where the anti-kinking protector ends. A stent was placed percutaneously through femoral catheterization in the outflow graft at the location of the kink, resolving the kink and flows went back to normal range. Before discharge, echocardiography controlled, we reduced rpm, because of intermittent suction (2700rpm before stenting, 2540rpm at the moment) detected on log files. Patient is now at home, stable, international normalized ratio (inr) in range, renal function improving, without edema and no more symptoms related. Patient was discharged on (B)(6) 2017 with double anti-aggregation. Patient has a past medical history of ischemic cardiomyopathy, renal insufficiency and diabetes. No further information provided.